Event description:
The customer's mother stated that the customer was treated by paramedics due to hypoglycemia. The customer was not available to perform the high pressure test. The customer's mother was advised to call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.